Event description:
After 2 months of implantation, the patient developed a hematoma at the implant site as well as a possible infection. Documentation from the hospital later revealed that there was no infection present.